Manufacturer narrative:
Primary finding of pump analysis revealed motor coil anomaly. 4/13/1998: g9 - MFR report number has been corrected here and in header on page 1.

Event description:
Reported as "pump not working-no rotor movement."